Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal mammary artery (rima) using ruby coil lps. During the procedure, a ruby coil lp would not advance in the introducer sheath and was stuck. Therefore, the ruby coil lp was removed. The procedure was completed using a packing coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report 3005168196-2020-01439.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: section d. Box 10. Device available for evaluation? (Do not send to FDA), section h. Box 3. Reason for non-evaluation, section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.